Manufacturer narrative:
Concomitant medical devices: ddbc3d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had fractured and exhibited unstable thresholds, high impedance, high rate non-sustained tachycardia and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.